Event description:
Per the clinic, the patient experienced wound healing problems resulting in the extrusion of the receiver/stimulator unit. The device was explanted on (B)(6) 2013.there are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(4) 2013.6

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient underwent a medical procedure on (B)(6) 2013 and a revision surgery on (B)(6) 2013, however, the issue could not be resolved. This report is filed october 31, 2013.